Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure on (B)(6) 2016, was to treat a mildly calcified right coronary artery lesion with 70% stenosis. The patient presented with a lateral wall infarct. Pre-dilatation was done with 3.0 x 12 mm, 3.5 x 08 mm and 3.5 x 12 mm balloons at 14 atmospheres (atm), reducing the stenosis to less than 40%. A 3.5 x 18 mm absorb scaffold was implanted and post-dilated with a 4.0 x8 mm balloon at 18 atm, reducing the stenosis to less than 10%. The patient was discharged on dual antiplatelet drug therapy (dapt) of prasugrel and aspirin. The patient returned on (B)(6) 2017 due to chest pain and shortness of breath and restenosis in the scaffold. Balloon angioplasty was performed and a 4.0 x 33 mm xience prime stent was implanted. There was a good final patient outcome. It was confirmed that the patient had been compliant with the dapt after the procedure. The prasugrel was changed to clopidogrel. No additional information was provided.